Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) reported hearing beeping tones coming from their device. The device was subsequently interrogated where it was discovered that a code 1003 indicative of battery voltage too low for the projected remaining capacity had been recorded. The patient was subsequently seen for a device changeout procedure where the device was explanted and replaced. The device is not expected to be returned for analysis. There were no adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.